Event description:
It was reported that noise was observed on the right atrial (ra) pacing lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: e2dr01aa implantable pulse generator 2005-(B)(6), 5076-58 implantable pacing lead 2005-(B)(6). (B)(4).